Event description:
Boston scientific crm received information that this dextrus lead was explanted due to dislodgement and because it would not capture. A new lead was successfully implanted and to date, no adverse patient effects were reported. The date of implant was not provided.